Event description:
Component Description (g),Component Code FDA (g),Component Code IMDRF (g);Tip,3123,G04129;

Event description:
A COMPANY REPRESENTATIVE REPORTED THAT THE TIPS OF TWO CAPRI HEIGHT EXPANSION DRIVERS DEFORMED INTRA-OPERATIVELY. THE PROCEDURE WAS COMPLETED SUCCESSFULLY WITH NO DELAY AND NO ADVERSE CONSEQUENCE TO THE PATIENT. THIS REPORT CAPTURES THE SECOND OF TWO HEIGHT EXPANSION DRIVERS.